Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the pump was alarming or beeping. The patient had missed a pump refill and was out of medication; the pump was empty. The patient had relocated to (B)(6) and was supposed to have her pump refilled on (B)(6) 2016. The pump had started alarming a month ago and the patient was hearing a dual alarm. The patient did not have a pump managing physician in (B)(6) and was requesting physician listings. The patient had a gradual return of pain and withdrawal symptoms. The patient had severe sweats, shaking, and was very nauseous. The symptoms began in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.